Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the product code and lot number?

Event description:
It was reported that a patient underwent an abdominoplasty on (B)(6) 2017 and suture was used. During the procedure, when making the surgical knot, the thread ruptured. Another like device was used to complete the procedure with no adverse patient consequences. Additional information has been requested.